Event description:
It was reported that when the user opened a blade, which is used on the handpiece of m4, inserted it into the handpiece without rotating. After inserting into handpiece it was found that blade was not rotating. The procedure was completed with backup product. There was no patient impact. Analysis found that device was wobbling.

Manufacturer narrative:
H3: visually, the pouch was open from 3 of 4 sides when returned. There were traces of contamination found inside the pouch and at the proximal end of the device (proximal end of the inner shaft, seal, and chevrons). There was no damage noted to the tubing set, outer tube, outer or the inner hub. Functionally, the inner assembly spun by hand and there was binding observed. The device was loaded into a handpiece, and while rotating up to 7,500rpm in oscillating mode, an excessive wobbling was observed. For further analysis, the inner cutter was pulled out of the outer assembly, and it was noticed that the inner shaft was bent. The inner shaft was bent near the distal end of the inner hub. There were also striations noted at the distal end/tip of the inner shaft and on the inner shaft near the distal end of the inner hub. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.